Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. While loading the 3.0x12mm promus element stent delivery system (sds) onto the guide wire the physician noticed the stent was flared. The procedure was completed with another 3.0x12mm promus element stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).